Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The drill was bent. This event did not occur during a surgical procedure. There was no adverse consequence or surgical delay.